Event description:
The customer reported that the back of a beckman coulter au5400 clinical chemistry analyzer caught on fire and visible flame was observed. The customer powered down the instrument via the emergency stop switch and sprayed a fire extinguisher to the back of the instrument to put out the fire. No one was injured and required medical attention for this event. The customer did not call the fire department and the building was not evacuated. The customer was wearing a laboratory coat, gloves and goggles when the fire was discovered and extinguished. The customer stated that the fire occurred just prior to performing maintenance for the day. No erroneous results were generated and there was no affect to patient treatment in connection with this event. The instrument will not be repaired and was returned to beckman coulter for investigation. Beckman coulter has not received the analyzer and will provide a supplemental upon completion of investigation.

Manufacturer narrative:
Beckman coulter analysis of the returned au5400 instrument revealed that a large volume of fluid had spilled on the instrument due to the customer not removing the onboard 2% detergent bottles for refilling of the detergent. The customer then overfilled the bottles which caused the detergent mixture to run down to the printed circuit board (pcb) located below the detergent bottle holder. The pcb has a splash protector installed but the spill was of such a magnitude that the fluid was able to get to parts of the pcb and caused a short between the wiring harness and the pcb fitting.

Manufacturer narrative:
The instrument was returned to beckman coulter but has not been received. (B)(4).